Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The user facility reported that the calculus was about 10mm diameter and assumed too hard. Therefore, (B)(6) considers that it was too hard to crush the calculi. The device instruction manual has warned users that there is possibility the calculi cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculi inside the bile duct with lithotriptor, the doctor could not rotate the bml handle knob. The doctor used an emergency handle to crush calculi and removed the lithotripter from the pt. There was no report of pt injury regarding this report.